Event description:
It was reported that difficulty was experienced when aspiring fluid through the catheter access port. The health care provider (hcp) had attempted to do a dye study after the patient reported an increase in tone. It was noted the patient did not have any withdrawal-type symptoms. Since the hcp was unable to aspirate from the catheter access port, a revision and/or replacement of the catheter was planned. It was reported an empty reservoir had also occurred on (B)(6) 2013. Later in the day, it was reported the revision occurred. The hcp replaced part of the pump segment. It was reported there was a coil and kink in the proximal section and once it was straightened, the catheter was patent. The hcp replaced a portion of the pump segment as reported previously. The device system was used to deliver baclofen. It was later reported that when the hcp opened up the pump pocket, the catheter was found to be twisted and there was no/minimal flow of drug to the tip of the catheter. When the catheter was untwisted, it dripped and became patent. The hcp trimmed the catheter and replaced the sutureless connector. Following the surgery, the patient followed up with her managing hcp and stated her tone was improved and even had her dose decreased. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8590-1, lot# n061869, implanted: (B)(6) 2006, product type accessory. (B)(4).